Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic skin reaction issue was reported with the abbott diabetes care (adc) device. A customer reported experiencing hematoma and itching while wearing an abbott diabetes care (adc) device. The customer had contact with a healthcare professional (hcp) who prescribed thrombocid (heparin-like compound with anticoagulant and anti-inflammatory properties) and moisturizing creams for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic skin reaction issue was reported with the abbott diabetes care (adc) device. A customer reported experiencing hematoma and itching while wearing an abbott diabetes care (adc) device. The customer had contact with a healthcare professional (hcp) who prescribed thrombocid (heparin-like compound with anticoagulant and anti-inflammatory properties) and moisturizing creams for treatment. There was no report of death or permanent impairment associated with this event.